Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention; however, it was noted that the stent came out of the package with struts broken in the middle. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use in a percutaneous coronary intervention; however, it was noted that the stent came out of the package with struts broken in the middle. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: synergy xd mr us 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was 0.0370" this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.